Event description:
During total knee replacement surgery the patella clamp instrument was being used to hold the patella implant in place. The spring piece in the handle broke and flew onto the floor. Upon inspection, found two screws missing from the broken piece, unable to locate missing screws. No known harm to pt.

Event description:
Add'l info rec'd from MFR 3/7/05: this event was not considered by biomet inc. To be medwatch reportable as there was no pt impact. Reference section b5 and b6 on user facility's medwatch report.